Event description:
The manufacturer received information alleging a "ventilator service required alarm" occurred. There was no harm or injury reported. The device was returned for evaluation and functional testing was able to duplicate the alleged error. In addition, a review of the error logs confirmed the reported symptom. The system board was replaced to address the issue. Additional periodic maintenance was performed, and the air inlet foam and particle filter were replaced, unrelated to the reported issue.